Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, the balloon ruptured and the contrast media leaked. No further details are known at this time.

Manufacturer narrative:
(B)(4): product was received. Visual analysis has been performed and does not indicate any damage or issue. Functional analysis has been done and confirmed that this ibt is working properly. No leakage observed. Based on the information provided, visual and functional analysis this ibt does not present any damage or leakage and it is working as intended. Complaint not confirmed.